Manufacturer narrative:
This supplemental MDR was created to retract the submitted MDR, as the autopulse platform (sn (B)(6) was a demo device and was not used on a patient. Therefore, this event is a non-complaint.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during both archive data review and functional testing. The root cause of the ua07 was due to failed load cells, likely attributed to the age of the platform, failed component(s), or mishandling such as a drop. The autopulse platform was manufactured in february 2011 and is almost 12 years old, well beyond its expected service life of 5 years. Visual inspection of the autopulse platform was performed, and no physical damage was observed. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. A load cell characterization test was performed and indicated that both the load cells were over reporting, and they need to be replaced to remedy the fault. During further functional testing, the autopulse platform would intermittently stop compressions and displayed "system error, out of service, revert to manual CPR", unrelated to the reported complaint. The technical investigation identified system error - 139 (unable to hold compression position). Troubleshooting the problem determined that the drivetrain motor brake assembly air gap was too wide, being out of specification. This caused the autopulse to stop functioning with a system error, per design. The brake gap could not be adjusted and continued to open out of specification. The conical tip of the two m3-.5 x 4mm set screws was worn out and would not lock into the drivetrain motor shaft, dimpling the locking well and causing the brake to disengage. The drivetrain motor assembly needs to be replaced to address system error. It was also noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was due to the sticky driveshaft clutch area, usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. Replacing the drivetrain motor assembly will resolve the sticky clutch issue. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the zoll demo autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No patient involvement.